Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The rate/sense coil was fractured approximately 38 cm from the distal tip or 26 cm from is-1 pin. Webbing damage on tri-lumen insulation at about 37-37.5 cm from distal tip or 24.5-25 cm from is-1 pin was observed. It appears the fractured coil was most likely located at the webbing damage location but may have moved slightly due to extraction.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient who is very active and participates in body building, experienced an inappropriate shock due to noise on the right ventricular (rv) lead. A lead fracture was suspected and a lead revision was performed. During the lead revision, the rv lead appeared to be kinked at the entrance to the lead into the vasculature around the first rib/clavicular level. The lead was damaged during manual/laser extraction due to calcification around the lead. Extraction resulted in the rv coil bunching distally and spreading on the proximal coil as well as lead insulation damage at the leads mid-point. A new lead was successfully implanted and no additional adverse patient effects were reported.